Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider states the left side frame where the anti-tip wheel and back cane inserts is broke at the weld.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing/weld was broken at the bottom rear of the side frame. An expanded evaluation was performed. The expanded evaluation report confirmed that the side frame had a broken weld at the bottom of the back cane. However, the underlying cause could not be determined.

Event description:
Provider states the left side frame where the anti-tip wheel and back cane inserts is broke at the weld.